Event description:
Spinal cord stimulator was removed from the pt because they stated "it was going off all by itself". The implant was not replaced. This device was not implanted at reporting institution.